Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected; updated: a2; d10; h2; h3; h6. Complaint sample was evaluated and the reported event was confirmed. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device was submitted for further analysis. Analysis determined fracture occurred close to the base of the stem taper. Medical records/radiographs were provided and reviewed by a healthcare professional. Review of the available records identified implant fracture, bone fracture, metallosis and synovitis noted as a result of the fractured stem. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Year of birth: 1940. Concomitant medical products: 00588001401 61885066 femoral component. Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02576.

Event description:
It was reported patient underwent initial knee arthroplasty. Subsequently, the patient was revised approximately 8 years post implantation due to implant fracture. Attempts have been made and additional information on the reported event is unavailable at this time.